Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had received a first-ever shock from their implantable cardioverter defibrillator (ICD) device due to a ventricular fibrillation (vf) rhythm. The patient fell during the vf and the device shock converted the arrhythmia. The device recorded an associated code 1005, which is an open circuit condition detected during the shock. This right ventricular (rv) lead was indicated to have a high out of range shock impedance trend in the approximately 150 ohm range for the last year. There was a slight increase in the rv threshold from 0.7 volts at implant to a current measurement of 1.6 volts. The rv lead and right atrial (ra) lead pace impedances were both within the normal specification range. The patient was noted to have not been seen in three (3) years and the ICD system has been in service for approximately nine (9) years. Boston scientific technical services (ts) recommended to the boston scientific representative (rep) that a rv lead replacement is recommended. A subsequent call was made to ts by a different rep that indicated the physician wanted to perform defibrillation threshold (dft) testing instead of replacing the rv lead after the code 1005. Ts indicated that is not their recommendation. Ts went on to explain that with a code 1005, only a monophasic shock is delivered and it is unknown how much energy is actually delivered to the heart so even if dft testing is successful, the rv lead cannot be certain to rescue the patient in the future. The rep stated that the device was interrogated, and the code 1005 was not present. Ts stated that the code was cleared. The rep also asked if after dft testing is completed, will another code 1005 occur. Ts stated that it does not matter as the patient needs a new rv lead. The rv lead remains in-service. No additional adverse patient effects were reported.